Event description:
It was reported that the device's ac main led would flicker on and off. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.